Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. (B)(4).

Event description:
It was reported that this lead was unable to be successfully implanted due to physical damage in the electrode end. This lead was successfully replaced prior pocket closure. No adverse patient effects were reported.